Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a cardiac arrest. It was reported that a farawave ablation catheter was selected for use, and 24 hours post-procedure (farapulse pulsed field ablation (pfa) with concomitant watchman left atrial appendage occlusion (laao) device placement), the patient coded. Extracorporeal membrane oxygenation (ECMO) was deployed. In the cath lab, it was noted that the patient's previously placed stent was occluded. The watchman device was still in place. The patient status was not disclosed. No further information was available. The device is not expected to be returned for analysis. Medwatch report # mw5175421.